Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
This report contains now the correct information for this case. The previous report submitted contains information about case under 1020279-2018-02050.

Event description:
It was reported that the doctor feels the pegs sheered off of the implant. Device was explanted in a revision surgery.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and insufficient clinically relevant information was provided, therefore, a through medical assessment could not be performed. However, it was reported that the surgeon believed the pegs sheared off of the patellar component (which were recovered) and the issue was resolved without patient injury or surgical delay by explanting the broken patella and implanting a new one. The patient impact beyond the reported sheared pegs and subsequent revision and an expected brief rehabilitation period cannot be determined. Should clinically relevant documentation and/or the explant return for evaluation, the clinical/medical task may be re-evaluated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.